Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited far field oversensing. A chest x-ray revealed no lead anomalies.